Event description:
As reported by the clinical specialist, during the transaortic valve implant (tavi) procedure via transfemoral approach, a cut-down of the right common femoral was performed and sequential dilators were inserted without issue; however when the rf3 sheath was inserted, there was resistance which damaged the vessel. According to the physician, there was vessel spasm which clamped down making advancement unsuccessful. The vessel required surgical repair. The physicians decided to convert the procedure to transapical delivery. Post successful valve deployment, the patient left the operating room in stable condition.

Manufacturer narrative:
This patient underwent successful transapical implantation of a 26mm edwards sapien transcatheter heart valve as part of the (B)(4). The initial transfemoral access vessel diameter was 7.56mm, with mild vessel calcification and no tortuosity. The device was not returned for evaluation as it was discarded by the site. Per report, "the sheath was inserted into the patient and no defects were noted. When removed, no defects were noted, incident could have been due to anatomy". The device history record (DHR) review of the affected sheath shows the device met specifications prior to distribution of the device. Per the device's instructions for use (IFU), complications associated with standard cardiac cath and the tavi procedure include, but are not limited to, cardiovascular injury including perforation or dissection of vessels, which may require intervention. Additionally, according to the rf3 training manual, the minimum required vessel diameter for a 24 fr sheath is 8mm. As documented in the instructions for use, rf3 training manual, and the patient screening manual, this product is contraindicated for tortuous or calcified femero-iliac vessels that would prevent safe entry of the introducer and sheath. The patient screening manual instructs the operator on proper peripheral vessel assessment, taking into consideration calcification, tortuosity, and minimum vessel diameter. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, the reported access site diameter was 7.56mm, which is less than the minimum required diameter for this size sheath. The patient's vessels were noted to be non-tortuous and only mildly calcified. Although the exact cause for the reported vascular complication could not be confirmed, it appears to have been related to a combination of patient and procedural factors (i.e. Vessel spasm and vessel diameter). No further actions are possible at this time.